Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer obtained a sensor scan of 300 mg/dl and self-treated with insulin (dose/type unknown) based on the reading; however, the customer subsequently experienced a loss of consciousness. Paramedics were called and upon arrival, obtained a reading of 40 mg/dl on their meter and treated the customer with glucose. The customer was transported to the hospital where they were kept for observation and no additional treatment was reported. There was no report of death or permanent injury associated with this event.